Event description:
I had lasik surgery after being told that I was "the perfect candidate". Almost immediately after surgery, I experienced pain and dry eyes. Vision was never 20/20, as promised. Within a week vision became worse, pain became worse, and the flap in 1 eye became detached. After 3 flap detachments, multiple infections, and going completely blind in both eyes. I had to close my business; 9 months later my eyes are still unable to produce tears (and was told by 2 drs that this is permanent) and my cornea have so much scar tissue that I see extreme double vision and distortions that I am not able to drive or use a computer, preventing me from working or being independent. Lasik and other refractive surgeries should be banned. FDA safety report ID#: (B)(4).